Manufacturer narrative:
Device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and performed within specification. Product analysis did not identify any device malfunctions.

Event description:
It was reported that the patient had the cx inflatable penile prosthesis removed due to a failed device. At the following the implant on (B)(6) 2018, the device worked only episodically, for unknown reasons. The device would work and then no fluid would enter valve pump. The physician felt it was a defective valve pump, and/ or a defective reservoir lock out valve. In the operating room on (B)(6) 2018 under general anesthetic, the implant would not function properly, with no signs of leakage or component damage. The physician decided to exchange all components. A new lgx inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders, pump, and reservoir were implanted. The patient was stable following the procedure. The patient left the operating room with no complications noted.